Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Customer's blood glucose was 188 mg/dl. Additionally, a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Reportedly, a cartridge change was performed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.